Event description:
A user facility reported that an intraocular lens (iol) flipped when implanted. The surgeon removed the iol during the same procedure. There was no pt impact/injury associated with this event.